Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that the lead was explanted due to exit block. The patient condition was good after procedure and no adverse consequences were reported.